Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the "product performance was not right". The lead was not implanted and another lead was implanted. No patient complications were reported as a result of this event.